Event description:
Ous MDR - it was reported that this pacemaker was explanted approx. 52 months after the implantation due to an unexpected message of battery depletion. An explant date was not reported.

Manufacturer narrative:
The pacemaker under complaint was returned for analysis. Upon initial interrogation a warning message was displayed on the programmer screen regarding the battery condition. The battery status was eri, which was triggered on (B)(6) 2018. The memory content of the device was inspected. The inspection revealed that the battery voltage decreased faster than expected. However the current consumption was normal. In a next step the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The battery voltage as well as the overall current consumption of the electrical module were directly measured. Thereby a normal current consumption could be confirmed. However, the measurement of the battery voltage revealed a depleted battery. Therefore, the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed a depleted battery and the microcalorimetry analysis showed an elevated heat dissipation. Subsequently, the battery was opened for destructive analysis. During the inspection of the inner assembly of the battery an internal insulation damage was identified, which led to an elevated internal self-depletion within the battery. In conclusion, the analysis revealed that an internal insulation damage within the battery contributed to a premature battery depletion.